Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that a patient underwent involutional lower eyelid entropion procedure on an unknown date between (B)(6) 2011 to (B)(6) 2013 and suture was used through the deep conjunctiva, within the inferior conjunctival fornix. Following the procedure the patient possibly experienced recurrence of involutional entropion and received additional treatment. Additional information has been requested.